Event description:
Customer reports that coumadin pt had continued bleeding after doctor made a 3x4cm incision on pt's back to lance an abscess. Doctor had pt test inr on inratio meter due to continued bleeding after procedure. Customer reports that the pt got a >7.5 result on inratio meter. Doctor will withhold coumadin dose.

Manufacturer narrative:
Investigation pending.